Event description:
It was reported the catheter was being placed into the right arm of the patient in interventional radiology. The clinician advanced the guide wire thinking it was in the vessel, however, the guide wire was in the soft tissue outside the vessel. The clinician continued advancing the wire until coiled on itself. Not realizing the wire was not in the vein, the clinician then advanced the sheath/dilator over the wire. While attempting to remove the guide to pull the wire out. At which time, the wire unraveled leaving a small segment in the patient's soft tissue. A seldinger conversion kit was opened to get a new needle and guide wire and the catheter was placed successfully. There was no delay in treatment and no patient death or complications reported. There is no plan to remove the segment of wire from the patient.

Manufacturer narrative:
(B)(4). The device will not be returned.